Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 10.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 23 mm in diameter at the renal arteries and 15 mm below the aortic neck is 25 mm in diameter. It was reported that the stent graft were inserted percutaneously and the patient received 8000 units of heparin, upon review of the final angiogram, the physician thought there might be a type I endoleak. The bifurcated stent graft was modeled per the IFU with a balloon and the type I endoleak resolved. The physician inserted a pigtail catheter which revealed the blushing type IV endoleak. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).